Event description:
The customer tested her blood glucose using 2 contour meters. She received a reading of 10 or 15mg/dl on one meter and 141mg/dl on the second meter. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.